Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Machine testing was performed with the sample and no issues or alarms were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the heater line of the homechoice cassette and the heater bag which resulted in a leak that led to this alarm. Renal therapy services (rts) instructed the patient to disconnect the aseptic way. There was no report of patient injury or medical intervention associated with this event. No additional information is available.